Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer connected the pump to a power source it became hot. There were no temperature alarms observed. Reportedly the customer had the pump wrapped up in their blankets while charging. Customer reported blood glucose (bg) level was 350 (mg/dl). The customer changed their site however their bg level did not come down. The customer then changed the cartridge and delivered a manual injection. The customer stated they believed the increased temperature of the pump compromised the insulin.